Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. . Date of event is estimated. Additional patient information not received.

Event description:
Related manufacturing report number: 3006705815-2020-00975; related manufacturing report number: 1627487-2020-02294; related manufacturing report number: 1627487-2020-02295; related manufacturing report number: 1627487-2020-02296; related manufacturing report number: 1627487-2020-02297; related manufacturing report number: 1627487-2020-02299. It was reported that the patient had numerous staph infections near or at the ipg and incision sites. The patient also reported various rashes. It was determined that the patient was allergic to the ipg and/or leads. The patient underwent surgical intervention wherein the entire scs system was explanted.